Event description:
It was reported that packaging was found discolored with a syringe 10ml ll before use. The following information was provided by the initial reporter, "ink on packaging discoloured - red tinged. Ot refusing to use product as concerned sterility is compromised. On 04nov2019: additional information received from customer: it was the print on the wrapper containing the syringe. All information could be read and none was missing." 69 occurrences were reported.

Manufacturer narrative:
Investigation summary: photo evaluation: 4 photos were returned for evaluation. No abnormality was observed on syringe and the packaging. Photo samples were observed color change in graphic printing. Based on the DHR reviewed there were no abnormality during production run. A review of past year syringe process and there was no change in material used in syringe. The team had engaged r&d on color change in top web graphic complaint. Toxicology test was performed and meet the acceptance criteria. The affected batch 9147981 passed the biological indicator sterility test result (bi) acceptance criteria before release. Hence, root cause could not be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that packaging was found discolored with a syringe 10ml ll before use. The following information was provided by the initial reporter, "ink on packaging discoloured - red tinged. Ot refusing to use product as concerned sterility is compromised. 04nov2019: additional information received from customer: it was the print on the wrapper containing the syringe. All information could be read and none was missing." 69 occurrences were reported.